Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. The device was visually inspected, and it was determined that it failed the visual assessment because the cap was broken in two. A functional assessed was performed and it was determined that the device passed all functional assessments even though the cap was broken in two, which was consistent with improper handling (user error). It was further determined that the most probable cause for the found defect was improper handling by the user (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). Device history review: the actual device was not returned for evaluation. It was reported that the device was discarded at the facility site. Therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the fem head impactor device broke while impacting the head onto the stem. It was further reported that the device broke into multiple pieces ¿(four or more)¿. All the pieces were retrieved without any other interventions ¿(pieces were big enough to see)¿. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.